Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak at the y-site was confirmed, and the cause appeared to be supplier related. Three 20g x 1¿ powerloc max infusion sets were returned for investigation. Each infusion set exhibited evidence of use. The safety mechanism had been activated over each needle tip. Tape residue was observed on each sample. Non-vad injection caps were attached to each y-site and the luer adaptor at the proximal end of each infusion set. A functional test revealed fluid leaking from the side of each y-site. A longitudinal crack was observed in each y-site along the knit line that was located opposite from the injection gate mark. The cracks were between 10mm and 11mm in length. Two y-sites were molded in cavity #5 and one was molded in cavity #8. The supplier was notified of this complaint. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "leaking of tubing at site of connection at y-site". No other information was provided. Three samples were returned for evaluation. This report addresses the third device.